Event description:
The patient called to report that since (B)(6) 2022 12 or 13 v go 40 devices became detached from her body after only 9 or 10 hours of use. Patient reports that she experienced pain and blood at injection site as well as ripped skin, abdomen area. Patient reports that she successfully treated the wound with alcohol and replaced the v-go device after each event. Patient has already disposed of all v-go devices.